Manufacturer narrative:
Analyzed production records, performed historical data analysis and trend analysis. No trend related to irradiation dose lots or device lots was noted. Confirmed labeling included cautions regarding pin site care.

Event description:
Patient had surgery to install a digit widget external fixation system. Patient reported she was treated with antibiotics for a pin site infection and the infection cleared. Patient history includes lupus and latex allergy.